Event description:
Customer reported that the insulin pump is alarming motor error during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unable to perform the functional test due to motor error alarm during the basic occlusion test.